Event description:
According to the reporter: the procedure was done using the shears to cut and coagulate the tissue. When the inner roticulating piece was turned, the sheath splintered into pieces that were removed from the patient. There was no tissue damage or patient injury reported.